Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot kb5ddxn, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "from two sutures needle came of/cut off from suture" please explain. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? What was the date of the initial procedure? Name of the procedure? Date the event occurred? Answer received: all the known information has been put to the complaint report. No additional information exists. Note: events reported in 2210968-2020-00801.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture needle came off/cut off from suture. There were no adverse patient consequences reported. No additional information was provided.